Event description:
Note: the date of event is unk, although it was reported that the procedure date was 2009. It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy procedure of the stomach. According to the complainant, when they attempted to deploy the clip, it would not open. While trying to get the clip to open, the clip detached from the catheter and fell inside the pt. The clip was retrieved with both biopsy forceps and a roth net. It was reported that the clip broke into multiple pieces and the physician removed the pieces because she was concerned about sharp edges causing trauma. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.